Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant was stuck into the patient's osteotomy and would not seat to the required depth. A separate appointment was need to trephine the implant. The site was grafted and the patient will return at a later date to replace the implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the as returned product identified minimal signs of wear about the implant threads. The product matched print specifications where measured against production drawing . The reported product was located on tooth # 19 and was removed 1.5 months following placement. The event could not be recreated due to the nature of the event. No additional pictures or x-ray images of the product in the implant site was provided. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that he prepared the site and went to place the implant. It only went 3/4 of the way down and got stuck. Fixture remained exposed and it sat up a little bit. Patient had to leave, so they set a separate appointment for removal on (B)(6). He had to trephine out the implant and graft the site. The reported complaint could not be verified based on evaluation of the returned product and with the information provided. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI . G4: date received by manufacturer . H3: device evaluated by manufacturer: change ¿no' to 'yes' . H4: device manufacture date . H6: evaluation codes.

Event description:
No further event information is available at the time of this report.